Event description:
When device hooked up to the insufflation, it would not let the co2 into the abdominal space. Several attempts were made to reposition the device encountering the same result. Retrieved another structural balloon without issue and case proceeded as planned. No injury to the patient.